Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of asthma (new or worsening). No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging of asthma (new or worsening). No additional information can be requested at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. During an external and internal inspection. The manufacturer observes that evidence of sound abatement foam degradation/breakdown was not observed. A slight dust like contaminate on the ui (user interface) panel, top enclosure, keypad, rear panel, bottom enclosure, blower motor, and the blower box. A slight keratin-like substance was observed on the blower box outlet. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified. In box product brand name was corrected. Section h6 was updated.